Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection this complaint has been confirmed. The returned tip was returned with a defective heat shrink. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. Ref CAPA (B)(4).

Event description:
During the end of a laparoscopic cholecystectomy, while cleansing the stomach cavity, the user noticed the heat shrink tube fell off. The heat shrink was removed. The user has no idea when and how the heat shrink came off. The procedure and anesthesia time was not extended. There was no harm to the patient.